Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device : the fse replaced the power management board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a repair performed by a getinge field service engineer (fse), when the power management board was replaced, it failed to provide a charge to the batteries of the cardiosave intra-aortic balloon pump (iabp). The iabp unit would power on using ac power. This is a failure upon installation of the power management board. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board (0670-00-1162e), but it did not work. The fse replace the power management board again and batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.